Event description:
It was reported that there was intermittent loss of capture on the right ventricular (rv) lead. The device was reprogrammed and there was no further loss of capture noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4965, implantable pacing lead 1999-(B)(6), (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.